Event description:
In 2007, the lay-user/patient contacted lifescan affiliate alleging that a one touch fasttake meter was reverting to the setup mode. The patient claimed that the alleged setup issue started after she replaced the meter's batteries. The meter had not been powering on for about a month before the batteries were replaced. The patient could not remember when she replaced the meter's batteries. During troubleshooting, the customer service representative (csr) noticed that the meter was in the setup mode and was incorrectly set to "mg/dl." The csr walked the patient through changing the meter's unit of measurement setting back to "mmol/l." The patient mentioned that she had gone to a hospital since she was unable to test her blood glucose. At that time, the meter was not powering on. During the hospital visit, the patient reportedly had symptoms of "weakness, shakiness, thirstiness, and frequent urination." The patient indicated that the symptoms started about a week before she went to the hospital. Also, during the time of concern, the patient said that she was recovering from a month-long "viral-lung infection" and had "asthma-type symptoms." The patient's blood glucose was tested at the clinic using an unidentified device and a result of "21.0 mmol/l" was obtained. The patient was not given any medical treatment. She was testing her blood glucose once a day at the time of the issue and was taking her medications a prescribed. Prior to the hospital visit, the patient was taking "metformin" twice a day. After the hospital visit "glyburide", taken twice a day, was added to her medication regimen. This complaint is being reported due to the following conclusion: the patient alleged that she was unable to test her blood glucose symptoms suggestive of high blood glucose, sought medical attention, and got a result of "21.0 mmol/l" in a health care setting. There is insufficient information to determine when the symptoms and high blood glucose started in relation to the reported meter issues. The patient was unable to provide the dates/times as to when the meter issues began. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.